Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the universal cord. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed with findings of device deformation. However, the reportable malfunction identified during the evaluation was foreign material in the image guide (ig) protector. Additionally, the evaluation identified discoloration of the grip and control unit, corrosion of the suction and electrical connectors, crack on the color ring, scratch on the objective lens which resulted in partially dark area in the image, a cut on the charge coupled device (ccd) cable which negatively affected the image color tone, out of standard play of the up/down knob caused by wear of the angle wire, objective lens scratch, wrinkle in the connecting tube, and loss of water tightness due to deformation of the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is received.

Event description:
The customer reported to olympus the evis exera ii colonovideoscope was loose and had inaccurate angles. It is unknown when the issue was found. The device was returned for evaluation at which point the following malfunction was found: observed foreign material within the insertion tube protector. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.